Event description:
In 2006, a patient was treated for a descending thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. An aortogram demonstrated severely diseased arch vessels with calcification prominent through the entire descending thoracic aorta. It is also noted that there is a celiac axis stenosis, total occlusion of the origin of the superior mesenteric artery and a 50-60% occlusion of the origin of the superior mesenteric artyer. Two gore tag thoracic endoprosthesis were delivered with successful exclusion of the aneurysm. The proximal end of the first device was located immediately distal to the left subclavian artery. The distal of the two devices was located approx 0.5cm proximal to the origin of the celiac artery. There was no evidence of endoleak, no complications experienced during the procedure. The next day, the patient complained of lower extremity weakness. Shortly after the patient coded and was intubated. Diagnostic testing one day later, revealed no endoleak, migration or compression of the thoracic stents. There was no change in aneurysm size. The following day, a decision was made to withdraw care. The official cause of death is stated as thoracic aortic aneurysm. It is also noted, by primary treating vascular surgeon, that there was multi system organ failure with bowel ischemia.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork is being conducted.